Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within three days of implant, the right atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.